Event description:
Reporter called, following directions from medtronic, to notify the FDA that she received a letter of advisory of certain recalled guardian 4 sensors. Reporter expressed that her sensors are not on the list and that she "is good to go!"